Event description:
It was reported that the patient passed away in (B)(6) 2014. No further details were provided. An obituary reported that the patient passed away on (B)(6) 2014 at his home and passed away working in his garden. The treating physician¿s office reported that they did not have any additional information regarding cause of death or any details of death. Additionally, the coroner¿s office does not have any information regarding cause of death. The coroner¿s office reported that the death case was handled by a private doctor. The funeral home reported that the vns devices were explanted but disposed of after passing. The funeral home would not provide the cause of death.

Manufacturer narrative:
.

Event description:
Good faith attempts for additional relevant information have been unsuccessful to date. Manufacturer review of the death was performed. With the available information, the cause of death was classified as possible sudep.